Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient controller does not correctly recognize the posture even when it was changed. The stimulation was not good even though adaptivestim (as) was on, so when the "check posture" was opened, it was different from the current posture. The posture would not be correct even after pressing the reconfirm button. Contributing factors were unknown. It was recommended to consult the medical institution because the ins might not be working properly. As the implantation hospital was very far from the hospital, the patient was being treated at (B)(6) hospital, so the patient was asked to consult them about this matter. The patient agreed to consult with the medical institution. At the end the call got disconnected from the patient so device serial number could not be heard.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient seems to take a medical consultation on (B)(6).